Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was readmitted to the emergency room (ER) due to low flow alarms, pulmonary edema and dyspnea. The patient was also noted to have an external tear in their modular cable. The patient was admitted into the intensive care unit (ICU) to be intubated; adrenaline, noradrenaline and lasix were administered intravenously. Inotropes were also initiated. A central catheter and arterial line were placed. The pump was running as intended and the patient did not experience cardiac or respiratory arrest. A transesophageal echocardiography (tee) performed revealed an enlarged left ventricle and thrombus. There were no changes to the patient's condition or anticoagulation status that may have contributed to the thrombus. The patient ultimately expired on (B)(6) 2022 due to acute hypotension associated with acute pulmonary infection. The pulmonary infection was not thought to be device related. Log file analysis confirmed the low flow events on (B)(6) 2022 and also captured a driveline disconnect on (B)(6) 2022 caused by the cardiologist trying to stop the pump as the patient passed away. Additionally, the log file captured backup battery (ebb) faults due to the ebb being over three years old. The periodic log captured pump flow trending downward since (B)(6) 2022; the event log also captured a downward trend in pump power, flow and pulsatility index (pi).

Event description:
The patient ultimately expired on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted system controller event log file contained data on (B)(6) 2022 at 12:52:32 through 15:54:55, when the driveline was disconnected. The account communicated that upon the patient¿s expiry, the treating cardiologist was trying to stop the pump. The file captured multiple low flow hazard alarms. It was noted that the flow gradually decreased throughout the file. The pump appeared to operate as intended throughout the duration of the file at the set speed prior to the driveline being disconnected. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15nov2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.